Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the cause of the patient¿s complaint was not determined. The patient had been referred to two other doctors and refused to see them. The patient was referred by the managing physician to a health care facility to follow-up with a surgeon there. The patient was also referred to have diagnostic imaging done prior to going to the health care facility to have updated imaging. The representative was not informed of the patient¿s weight at the time of the report and would not be given that information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained an unknown brand of morphine [20 mg/ml] at a dose of 4.499 mg/day. It was reported the patient felt the pump was not delivering any medication since his last refill except when they interrogate the pump with the physician programmer. The patient felt the ¿rush¿ of the medication all at once. The representative stated that the pump currently should have had about 20 ml in the reservoir. The representative stated the pump logs showed no issues since the refill in (B)(6) 2017. No further patient complications were reported.